Event description:
It was reported that during a hartman pouch closing procedure, after firing the device 1 cm of the anastomosis was not closed. Sutures were used to close the anastomosis. There were no adverse pt consequences. Two attempts have been made to obtain additional event detail, no response received to date.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.